Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a zero-p angled plate with an unknown part and lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during surgery on an unknown date for spinal cord compression at unknown levels the surgeon performed an anterior cervical discectomy and fusion. The surgeon implanted a zero-p variable angle plate with spacer, and had difficulty placing the plate due to the angle of the plate being too steep. Due to the angle being too steep, the plate and spacer came apart. The surgeon implanted another spacer and completed the surgery. During the procedure, the patient experienced a drop in blood pressure, spinal shock and loss of neurological responses. It is unknown at which point during the surgery the patient experienced these complications. It was reported that there was no delay in surgery. Surgery was successfully completed and the patient was treated for spinal shock and loss neurological responses. It is unknown what treatment was administered to the patient for the adverse events postoperatively. This report is for a zero-p angled plate with an unknown part and lot number. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a 2 minute operative delay and the patient/status outcome was a para-pelagic, related to spinal shock.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon implanted a zero-p variable angle plate with spacer, and had difficulty placing the plate due to the angle of the spacer being too steep.